Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse event of swelling, vomiting, weight gain and peritonitis, characterized by abdominal pain, which warranted antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality cannot be established. Given the minimal follow-up information, a more comprehensive investigation could not be performed.however, it is a well-known fact that individuals undergoing pd for rrt have a significantly increased risk for infections of the peritoneum. Based on the information available, the liberty select cycler and liberty cyclerset cannot be excluded from having a possible contributory role in the patient¿s serious adverse event. There is no objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction contributed to the events. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. Investigation of the device history records (DHR) was conducted and confirmed that the results of quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient's spouse reported that the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2022. Additionally, the patient reportedly experienced a >10-pound weight gain, swelling of the limbs (specifics not provided) and vomiting (timeline not provided). Follow-up with the patient¿s spouse confirmed the patient experienced abdominal pain and was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, duration not provided). The patient continues to undergo ccpd therapy for rrt and has reportedly recovered from the events. Subsequent attempts to obtain additional information (e.g., culture/cell count results, causality, medication records) have thus far proven unsuccessful.